Manufacturer narrative:
New additional information was received on (B)(4) 2013. End-user alleges that on (B)(6) 2013 his power chair was stuck in recline mode and he was elevated in the air for approximately 2.5-3 hrs until a technician arrived for programming. End-user states during the 2.5-3 hrs that his power chair was in recline mode he endured a considerable amount of pain on his buttocks and thigh areas. End-user states no medical intervention was sought. End-user states he has had a stage 4 decubitus ulcer on his sacrum prior to the incident. End-user also states he is a quadraplegic and has a metal spinal cord due to a 2008 car accident.

Event description:
Per dealer the sanode on a tdxsp-cg power chair is bad. Chair was stuck in a tilted position with end user.